Event description:
It was reported by the rep the device was used during a laparoscopic cecectomy with polypectomy. It was reported after mobilizing the cecum & taking down the mesoappendix, the surgeon fired the tsb35 three times across the base of the appendix & part of the cecum. After the third firing, the scrub nurse had trouble reloading the gun because the anvil would not open up. This was when they noticed the anvil had become dislodged. They opened another gun & finished the case. There was no consequence to the pt.